Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead in two pieces with the connector portion measuring 11.3 cm and the distal portion measuring 32.2 cm was returned for analysis. Final analysis of the lead found an external insulation abrasion breaching the re lumen was noted at 9.4 ¿ 10.2 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The re etfe cable coating was intact in this location. All other damages found were consistent with surgical procedure.

Event description:
This report is to advise of an event observed during analysis.